Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was returned for investigation. A visual inspection under normal plant lighting did not reveal any defects. The device was then leak tested, and a slow leak was observed inside the tubing at the joint of the shaft tubing and neck flange. A slow leak in the device was confirmed. The investigation determined that the lumen wall near the inside diameter of the shaft had been pierced by the teflon tubing that connects the airway line to the lumen that is manufactured in the wall of the shaft. The investigation could not determine whether the teflon tube pierced the lumen during manufacturing or if unusual / excessive manipulation of the airway line in the field caused the lumen to be pierced.

Event description:
Information was received that a mother called in stating that the cuff was leaking of her childs smiths medical custom bivona flextend tts pediatric tube. No adverse patient effects were reported.